Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a missing inseparable magnet latch. The field service engineer replaced the magnet latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med station drawer need maintenance. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.